Event description:
It was reported that there were alignment issues with the micromanipulator. The issue was identified during setup as it was noted that aiming beam was needing alignment. There was no patient involved.

Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. This report is being submitted to correct the device codes grid (h6) in section h, device manufacturers only. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there were alignment issues with the micromanipulator. The issue was identified during setup as it was noted that aiming beam was needing alignment. Noted user error, so field service repair work order was cancelled. There was no patient involved.